Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels ranged from 400-432 mg/dl and correction boluses were delivered to address the bg levels. The customer had changed their infusion set and their cartridge and the occlusion alarms continued. Prior to contacting tandem technical support (cts) the customer performed troubleshooting on their own and were able to observe insulin exiting the infusion set tubing. There was no damage noted to the cannula. The customer received another occlusion alarm the following day, and during the system check insulin was observed exiting the infusion set tubing. Reportedly, the pump is kept inside the customer's pocket. Cts recommended to wear the pump inside a case to prevent temperature changes.